Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved aortic on deployment and embolized. The valve was snared and moved distal to the innominate artery. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.